Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5fr triple-lumen (t/l) powerpicc was returned for investigation. The extension legs were discolored orange. The PICC was received with non-vad injection caps attached to the connectors. The catheter had been trimmed to length near the 47 cm depth mark. A 4 mm longitudinal split was observed in the t/l tubing between the 3 and 4 cm depth marks. The printing on the extension legs with the white and grey lumens stated, ¿no contrast¿. A microscopic examination revealed that the adjoining surfaces of the split tubing were smooth and granular. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the white luer adaptor (non-power injectable) was infused with water. The wall thickness of the lumen with the white luer adaptor was found to be within specification. It is possible that the ruptured lumen was inadvertently used for a power injection. The instructions for use (IFU) warn, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ the IFU also states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of redr2841 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that floor team complained of PICC leaking. Upon flushing, noticed a pin hole spray approx. 4 cm from hub. PICC had to be dc¿d based on leak. 9/11/2019- additional information received stated that the leak was on the white port side.